Event description:
The customer reported that the system intermittently displayed a "checking file system" error message which would delay the system booting up for over 20 mins. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.